Manufacturer narrative:
This patient information is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient complained pain and the patient felt through the skin that the medial distal side of the titanium locking screw head of the tibial nail was prominent. The patient underwent removal on (B)(6) 2018. It is unknown if there was a surgical delay. The procedure was successfully completed. The device was explanted. Patient outcome is unknown. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails. This is report 1 of 1 for complaint (B)(4).